Event description:
It was reported that the patient had the artificial urinary sphincter removed due to discomfort as the pressure regulating balloon (prb) herniated out from space of retzius into the lower abdominal area. A new artificial urinary sphincter balloon was implanted in the correct location. Following the revision surgery, the patient fully recovered.